Event description:
The customer contact reported "smoke and flames." The customer contact reported that the device was delivering an unspecified medication to a pt in the ICU (intensive care unit). No specific pt info, pump programming, or event details were provided. After an unspecified length of time in use, it was reported smoking and flames were noted between the female end of the ac power cord and the ac receptacle of the device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, the customer declined to provided add'l info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.